Event description:
According to the discharge summary, pt slowly began developing pain, increasing problems about her left hip, and the x-rays showed signs of avascular necrosis. Femoral head with nail penetrating through the remaining portion of the head. Pt physical findings on admission showed pain with any attempted range of motion with her hip and shortening. X-rays revealed avascular necrosis with degenerative changes about the left hip. Admitted for revision.